Event description:
The initial reporter received questionable elecsys pth immunoassay results for one patient tested on a cobas e 801 analytical unit. The patient's sample was collected at a different location. The patient's sample arrived at the laboratory with the plasma separated and frozen. The patient's sample was thawed prior to testing. The patient's initial pth result was reported outside the laboratory. On (B)(6) 2022, the patient's physician questioned the reported pth result. The customer performed repeat testing with the sample on two different cobas e 801 analytical units. (B)(6). The reagent lot number was 55180902 with an expiration date of 30-sep-2022.

Manufacturer narrative:
The field service engineer visually checked the condition of the sample probe and the sample pipetting area but did not find any abnormalities. He checked the system alarm trace and confirmed there were no alarms at the time of measurement. He confirmed there were no other samples affected. He repeated the patient's sample on the initial e 801 module and received a pth result of 126 mmol/l. The investigation reviewed the customer's qc results and the results were higher than the target precision. The investigation reviewed the system alarm trace and did not find any abnormalities at the time of the initial measurement. The investigation found sample pipetting alarms occurred frequently. Based on the provided information, the investigation determined the issue was consistent with an unknown preanalytical handling issue.